Manufacturer narrative:
Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the multigas unit, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Bedside monitor, model: ni, sn: ni.

Event description:
The biomedical engineer reported that they are having an error populate on the multigas unit stating a "device error." It is intermittent, and it disappears once they reboot it. However, one of the doctors has complained that a very loud screeching noise comes from the unit almost as if a screw is loose inside. They called back when they attempted to do an operational check on the unit, the gas monitor did not power on. Tech support (ts) informed them that in order for the gas bench to turn on, it must sense a connection with a bedside monitor (bsm) via the interface (if) cable. They stated that they would have to locate a connection if cable, and connect the gas bench to a bsm. No patient harm was reported.